Manufacturer narrative:
A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when attempting to deploy the angio-seal and do the final pull back, the device came out together, not staying in the vessel. A new 8 french device was used, and it deployed with no issue. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 8 fr angio-seal vip device was returned for product evaluation. The returned sample includes the carrier tube and header bag. The device was subjected to visual analysis. The carrier tube appears to be used as blood is visible on the device. The carrier tube is in forward lock position. There is a kink along the carrier tube shaft at the proximal end of the tamper tube. The bypass is dislodged from the carrier tube tip. The temperature dot on the header bag is activated. The returned sample was found to have the bypass tube dislodged from the carrier tube distal tip. Therefore, the complaint can be confirmed for a bypass tube dislodgement. The exact root cause cannot be determined. The likely cause is the bypass tube was dislodged during unpackaging or handling of the device. A corrective action has been implemented for this issue. The device history record review determined the device was in a conforming state when released from terumo control. Therefore, this event is currently deemed a non-reportable event.